Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported from the USA that a female patient who underwent breast implant surgery with mentor medical devices (unknown gel implants, date of implant (B)(6) 2007) has experienced a one-sided breast implant rupture and granuloma. As per the report, in (B)(6) 2019 the doctors discovered one of the patient¿s implants was ruptured and a large amount of silicone collected in the gland of her arm pit. As of now, the patient has not provided a date of explant. Should additional information become available, this case will be re-assessed, notes will be updated, and supplemental report will be submitted.